Event description:
Customer reported a failure of 11 battery discharges. Customer reported there were no patient injuries associated with report customer did not have information whether incident occurred during patient infusion.